Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 3. There was circumferential fibrous pannus ingrowth on the inflow surface, which resulted in the narrowing of the inflow diameter. There was fibrous pannus ingrowth on the outflow surface of cusps 1 and 3. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement procedure was performed and this 21 mm sjm trifecta valve was implanted. On (B)(6) 2016, an increase in the gradient was observed. On (B)(6) 2016, the trifecta valve was explanted and replaced with an sjm regent valve (model and serial number unknown). The patient was reported to be stable post procedure.